Event description:
After completion of a routine hemodialysis treatment, while removing the cartridge disposable, it was noticed that approx 50 - 200cc of blood had leaked on the inside and beneath the cycler. Pt's routine epogen dose was increased.